Event description:
Patient reported to us today that pump freedom 60 she received (B)(6) 2022 did not work correctly during her last infusion (unknown date). The pump would not push the medication and she let it sit for over an hour. She had to remove the syringe from the pump reset the spring multiple times before it would start to work. She was able to complete her infusion that day so no doses were missed. She requested a new pump freedom 60 to be sent to replace her old on. Order for new pump is scheduled for delivery on 7/30/2025.